Event description:
It was reported an asymptomatic patient presented in clinic for follow up when post-paced t-wave oversensing was observed. The oversensing was noted on a stored egm for a nonsustained lead noise episode. The device was reprogrammed.